Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for evaluation due to a service required alarm. There was no allegation of patient harm. During the evaluation, the service technician found error err_batt_low_state_of_health_int_li_ion (error code 195). The internal battery needs to be replaced to address this error. The evaluation is still in process, and the device was placed on 006 to await on parts. If more information is provided regarding the completion of the evaluation, a follow-up report will be submitted.